Event description:
While finishing a composite restoration with a composite finishing bur, the bur was dislodged from the handpiece the patient swallowed the bur. It injured the patient's duodenum. The gi had to do an endoscopy to retrieve the bur and cauterize the cut inside the duodenum. The patient was admitted to the hospital overnight for observation. It can not be confirmed exactly what bur was used. It is unknown what happened to the bur once it was removed. The customer sent the handpiece to their engineering department for evaluation. The customer also reported sending a second handpiece to their engineering department and was not sure which handpiece was used during this adverse event; however, the serial numbers for both handpieces were provided (B)(6). Brasseler has not received confirmation if evaluation of these handpieces was completed by their engineering department. Brasseler requested that the handpieces not be evaluated by the customer's engineering department and that they instead send both handpieces to brasseler to forward to the manufacturer for evaluation. The handpieces have not been sent to brasseler and it is unclear if the customer will send them.

Event description:
While finishing a composite restoration with a composite finishing bur, the bur was dislodged from the handpiece the patient swallowed the bur. It injured the patient's duodenum. The gi had to do an endoscopy to retrieve the bur and cauterize the cut inside the duodenum. The patient was admitted to the hospital overnight for observation. It can not be confirmed exactly what bur was used. It is unknown what happened to the bur once it was removed. The customer sent the handpiece to their engineering department for evaluation. The customer also reported sending a second handpiece to their engineering department and was not sure which handpiece was used during this adverse event; however, the serial numbers for both handpieces were provided (B)(6). Brasseler has not received confirmation if evaluation of these handpieces was completed by their engineering department. Brasseler requested that the handpieces not be evaluated by the customer's engineering department and that they instead send both handpieces to brasseler to forward to the manufacturer for evaluation. The handpieces have not been sent to brasseler and it is unclear if the customer will send them.